Event description:
Procedure type: unknown. According to the reporter: the lens at the distal end of the instruments was broken prior to the device being removed from the box. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 02/11/2009.